Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had damaged, was exposed to moisture, and had a keypad anomaly. The customer's blood glucose level was 240 mg/dl at the time the incident. It was reported that the there was a crack near the screen and from the left upper corner to the battery compartment. The insulin pump got exposed to moisture and it was visible under the screen. It was also reported that the insulin pump was bumped a few time and the keypad anomaly occurred. It was reported that the customer was advised to revert to a back up plan. There was no indication of the insulin pump returning for analysis.